Event description:
Siemens "microscan walkaway" mic/ID clinical microbiology system: there are no cautions about unreliable prompt device inoculated (B) (6) mics for ampicillin and penicillin in the product dried gram positive procedural manual - (B) (4) /revised (B) (6) 2009. (B) (6) (B) (4) qc ranges for amp and pen in microscan do not match clsi ranges and allow for any result to be acceptable. Company reps infer that this is somehow acceptable to FDA and that most of their clients use the prompt device. Parallel testing of qc organism (B) (6) comparing the recommended turbidity method of inoculation vs the prompt system clearly demonstrated that the prompt method does not met the clsi range up to 40% of the time for ampicillin and up to 60% with penicillin.